Manufacturer narrative:
(B)(4).

Event description:
On 06aug2015 the following information was received from our affiliate in (B)(4): a patient stated that he/she noticed that a "white mould substance were floating in the solution." The pt also stated that after "the solution evaporated and there were some white solid substance left in the blister." The pt advised that the product was discarded and the lot number is unknown. The pt states that he/she went to see a doctor and the doctor advised the diagnosis as "keratitis" and "bacterial infection" od in early 2015. The pt advised that he/she was treated with levofloxacin eye drops. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.